Manufacturer narrative:
The manufacturer previously reported information from the patient alleging that they are convinced that the mask was leaking air. They reported being a side sleeper and that over time, they believe the air leakage may have contributed to permanent hearing damage for which their ent prescribed hearing aids. The mask make/model are unknown at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. The previous report was submitted as a product problem and serious injury. Upon review, it was determined that this report is an adverse event only.

Event description:
The manufacturer received information from the patient reporting that they are convinced that the mask was leaking air. They reported being a side sleeper and that over time, they believe the air leakage may have contributed to permanent hearing damage for which their ent prescribed hearing aids. The mask make/model are unknown at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.